Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed exit system does not work properly. There was pt involvement; however, adverse consequences are unk.